Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Patient's weight is unknown. Attempts were made to complete event details and patient information (weight) but were unsuccessful.

Event description:
It was reported patient experienced an infection. The site of infection was unknown. To address the issue, drainage was performed while patient was hospitalized, and patient is now in stable condition.